Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a was being used on (B)(6) 2020 during a laparoscopic hysterectomy when "the green cup came off the vcare". All components were retrieved by the surgeon. There was no report of patient injury or impact. There was no report of medical intervention or hospitalization due to the event. Further assessment information was not available per the facility contact. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: initially the reporter had stated that they would not be returning this device for evaluation; however, the device was returned. Upon receipt it was found that the device was not the original device catalog number that was reported by the reporter. Originally conmed was advised that the device in question was number 60-6085-201a, vcare, medium (34mm) cup; however, the device that was returned is number 60-6085-200a, vcare,small (32mm) cup. Follow up contact to the reporter found that the wrong device catalog number was initially reported. The complaint has been updated and sections b5, d1 and d4 have been updated in this filing. Manufacturer narrative: received one 60-6085-200a in opened original packaging. Lot number could not be verified. Performed a visual inspection of the device, the shaft was pushed through the distal tip of the uterine balloon. Device was not assembled together. All of the pieces were received back. Performed a functional inspection, the inner diameter of the green cervical cup measured at the high end in spec at .208". The inner diameter of the blue vaginal cone measured at the high end out of spec at .200". (B)(4). Per the instructions for use, the user is advised the following: removal and disposal of the vcare: re-attach the syringe to the lauer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cut to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cut; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5" the metal shaft and handle with balloon inflation valve. Warnings: ·for safe removal of the vcare device from the patient, follow instructions (section notation). Failure to separate the vaginal cup from the tissue may result in detachment of the cervical cup and/or patient injury. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-200a was being used on (B)(6) 2020 during a laparoscopic hysterectomy when "the green cup came off the vcare". All components were retrieved by the surgeon. There was no report of patient injury or impact. There was no report of medical intervention or hospitalization due to the event. Further assessment information was not available per the facility contact. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.